Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded an unexpected result of 0.78 ng/ml on a pt. Repeat test result on the same sample using the I-stat was 0.02 ng/ml. There is no further info available at this time. Based on the info available there were no injuries associated with this event.